Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was empirically confirmed based on information received to date. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately (B)(6) years and (6) months post transcatheter pulmonic valve replacement tpvr, a 37'year'old female patient developed symptoms including dyspnea, chest pain, and fatigue, attributed to stenosis, regurgitation, and calcification of the prior transcatheter valve. The degree of regurgitation before the intervention was reported as moderate, with pre'intervention mean/peak gradients between 20'35 mmhg. The valve area/index prior to the procedure was unknown. The patient also had comorbidities noted as alcohol use and a history suggestive of possible chronic smoking. The patient was symptomatic before the intervention, prompting the decision to perform a reintervention via a transfemoral left access route. The procedure involved the implantation of a 23 mm sapien 3 ultra resilia (s3ur) transcatheter valve in the pulmonic position. Prior to implantation of the new valve, the existing transcatheter valve was balloon'dilated using a 24 mm ' 4 cm atlas gold balloon. The procedure was reported to be technically successful, with the new valve implanted without difficulty. No central leak was observed. Following valve deployment, the final post'implant hemodynamic result was reported as 0 mmhg, indicating an excellent procedural outcome. The patient was noted to be in stable condition at the conclusion of the procedure. There was no allegation that any edwards device used during the case was deficient. Device return status was not specified, and the availability of the device for evaluation is unknown. No follow'up echocardiogram or clinical progress notes were available at the time of reporting.